Event description:
During an atrial fibrillation ablation procedure, a crack on the tip of the sheath was noted and a blood leak occurred. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The sheath distal tip had no visual anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sheath tip damage and fluid leak remains unknown.